Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031216. Patient code: 3191 no code available (animal). Investigation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 26 units of this code-batch. There are no units in our stock. We have received one open and used cassette without the cap. The date of cassette's opening is not written. However, there are two stickers on cassette that indicates 29.01 in one of them and 29.10 in the other 1, probably one of them corresponds to the date of the cassette's opening. In any of these two possible dates the cassette is within the 4 months since opening of which the cassette can be used. We have tested the knot pull tensile strength of the thread of the cassette received and the results fulfil the requirements of the european pharmacopoeia (ep):2.30 kgf in average and 2.20 kgf in minimum (ep requirements: 1.81 kgf in average and 0.91 kgf in minimum). Remarks: the cassette received has no cap. As stated on cassette label: knot the remaining thread and replace the cap after each use. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the thread breaks too easily. The reporter indicated that during a surgical procedure on an animal the thread breaks too easily (easier than usual). There is only one user (veterinarian) who has been familiar with the product for a long time.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used cassette without the cap. The date of cassette's opening is not written. However, there are two stickers on cassette that indicates 29.01 in one of them and 29.10 in the other one, probably one of them corresponds to the date of the cassette's opening. In any of these two possible dates the cassette is within the 4 months since opening of which the cassette can be used. We have tested the knot pull tensile strength of the thread of the cassette received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.66 kgf in average and 1.57 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum) remarks: the cassette received has no cap. As stated on cassette label: knot the remaining thread and replace the cap after each use. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.